Manufacturer narrative:
Qc was within the established ranges. Service was dispatched on (B)(6) 2010 for this event. A bci field service engineer (fse) performed a high sensitivity system check, which failed with one high flier. The fse performed preventive maintenance, and discovered aspirate probe #1 was bent and aspirate probes #2 and 3 were very dirty. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated ckmb result above the normal reference range generated by unicel dxi 800 access immunoassay analyzer for one patient. Subsequent testing produced a lower result within the normal reference range. The result was reported out of the laboratory, and the patient received treatment based upon the elevated ckmb result. The treatment information was not provided.